Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the entire device slightly worn and the downstream occlusion (dso) gasket had an air bubble. Event history log could not be read due to the continuous alarm. Functional testing was able to replicate the reported issue. The root cause was determined to be the main board. The main board was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited error 45639/0004 and stopped working. It is unknown if there were any adverse patient effects.